Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer took a blood glucose reading and it was 39mg/dl. The customer drank mango juice. The customer's blood glucose level had then gone up to 52mg/dl. The customer decided to monitor their blood glucose levels and would call back if issues persist.